Manufacturer narrative:
Per results of investigation, carefusion certified service technician was unable to duplicate reported malfunction. Model lap top ventilator 1150 was tested and passed all ltv testing. Unit met all manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion has received the device for evaluation. Unit is currently being evaluated and at this time results are not yet available.

Event description:
The customer reported that the mother found the patient blue and unresponsive while connected to model lap top ventilator 1150. The pulse oximeter alarm was going off but no ventilator alarms were present according to the mother. The patient was immediately taken off the ventilator and provided positive airway pressure ventilation via bag valve mask. The patient was transported to hospital via ambulance. No further allegation of patient harm associated with event. The patient was discharged from hospital and now using a backup ventilator.